Event description:
A company representative reported that no issues were encountered during the refill. The physician changed the dose from 122.6 to 111.3 mcg/day on (B)(6) 2015 and later increased the dose on (B)(6) 2015. Decreasing the patient's dose to 111.3 mcg/day resolved the issue as the patient felt symptom relief on (B)(6) 2015. The symptoms resolved and the patient was discharged on (B)(6) 2015.

Manufacturer narrative:
(B)(4)

Event description:
Information was received from a healthcare provider in regards to a patient who was being treated baclofen intrathecal (type, concentration and lot number were not provided) at a dose rate of 122.6 mcg/day. The pump was refilled on (B)(6) 2015, and the patient presented to the emergency room with dizziness and dystonia symptoms of the fingers and limbs on (B)(6) 2015. The physician in charge suggested that the patient experienced overdose symptoms. The physician reduced the baclofen dose 10% to 111.3 mcg/day and the patient was hospitalized so the status could be monitored. The outcome was reported as hospitalization and further intervention to prevent permanent disabilities. Additional information was requested to clarify the cause of the event, resolution, outcome, baclofen type, concentration, and lot number. This information was not provided at the time of the report. Should additional information be received a supplemental report will be filed.